Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of unknown reasons. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.